Manufacturer narrative:
E1: initial reporter address 1: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in a moderately tortuous and severely calcified popliteal artery. A 4.0mm x 15mm wolverine peripheral cutting balloon was used for treatment. During the procedure, upon first inflation, it was noted that the balloon ruptured at the center in a form of a pinhole at 6atm within 3 seconds. The device was removed using normal method without any problem. The procedure was completed with a different device. No complications were reported, and patient was good post procedure.